Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the system had a problem with the high voltage generator. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.